Event description:
A product liability claim was raised. It was reported that the pt was implanted with a zimmer mmc cup 54 mm / 46 mm code l on the left side on (B)(6) 2010. Currently, the pt is being monitored due to unk reasons. Revision surgery is in discussion.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. (B)(4).